Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the variable loop was stuck in a contracted position. It was reported that when testing the varipulse¿ catheter variable loop, before it was inserted into the body, it was noticed that the variable loop tension was stuck. The varipulse¿ catheter variable loop was stuck in a contracted position, and the contraction knob on the varipulse¿ catheter handle was also stuck. The varipulse¿ catheter was replaced, and the issue was resolved. The procedure continued with no further issues. The varipulse¿ catheter is a brand new bwi catheter. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the variable loop was stuck in a contracted position. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, deflection and rotation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck but it was hard to maneuver, the loop was found relaxed, and it was not possible to make the loop smaller or bigger. Due to this issue, device handle was dissected and the contraction puller wire was found broken inside the handle area. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The contraction stuck reported by the customer was confirmed, based on the conditions observed on the contraction puller wire. The root cause is traced to manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. Internal corrective actions were created for process improvements as it relates to this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).